Event description:
It was reported to nova biomedical, that a consumer received a result of 365 mg/dl on their blood glucose meter at 9:30pm in 2007. The next day, the consumer received the following results throughout the day: 395 mg/dl, 269 mg/dl, 397 mg/dl, 290 mg/dl, 328 mg/dl, 269 mg/dl, 224 mg/dl, 232 mg/dl, and 261 mg/dl time of results are unk. The consumer did administer an unk amount of insulin at an unk time frame. The consumer reports, she experienced a hypoglycemic event and requiring medical intervention. According to the consumer on her way to the hospital, she drank a pepsi. When she arrived at the emergency room she tested herself at 6pm and received a result of 240 mg/dl on her blood glucose meter and the doctor's meter gave a result of 66 mg/dl at 6:05 pm. It was found during the call, stores her meter and strips improperly. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of the investigation, a follow-up report will be filed.